Event description:
The customer contacted stryker to report that their device displayed a white screen. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker replaced the user interface pcb assembly and then after observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker determined that the cause of the reported issue was due to capacitor, designator c181. C181 was cracked and electrically shorted.

Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker replaced the user interface pcb assembly and then after observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker determined that the cause of the reported issue was due to capacitor, designator c181. C181 was cracked and electrically shorted.

Event description:
The customer contacted stryker to report that their device displayed a white screen. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.